Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A venaseal closure system was used for treatment of the right and left great saphenous vein (gsv). It was reported approximately 2-14 days post procedure the patient had a hypersensitivity reaction in both treated legs. It was an initial reaction event. The blue introducer was used. No  challenges or deviations related to location of catheter tip prior to initial delivery of adhesive. The catheter tip was 5cm caudal to sfj. The patient received steroid for treatment. The patient came back for a follow up and reaction site was better, and patient stated no pain.